Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) confirmed that the issue had already been resolved by the customer, and no further investigation was required. The customer stated that the issue was due to a jammed cubie lid and not a drawer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred and the drawer could not be recovered. The customer had attempted several troubleshooting steps, including initiating recovery, switching off the station, unplugging the power cord, waiting several minutes, and powering the device back on. An error message stating "requires maintenance, please contact technical support" was displayed, and the drawer remained unrecoverable. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.